Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the wheels allegedly keep falling off his rollator and the brakes allegedly do not lock. No injury alleged.

Event description:
Customer alleges the wheels keep falling off and the brakes do not lock. No injury alleged.